Event description:
It was reported that the pump did not recognize the cassette. Troubleshooting was performed with no success. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. Review of event history found cassette not attached alarm. No available service history in 12 months. Visual/functional testing was performed. Confirmed the complaint by performing downstream occlusion (dso) test and upstream occlusion sensor (uso) test. During the investigation the following additional issues were noted: battery door damaged, battery compartment corroded, unit came in with inaccurate time and date. The device was repaired by replacing dso sensor. Also replaced battery door, battery compartment and charged unit for a minimum of 3 days and it was able to hold time and date. The device passed all validation tests.